Event description:
A government agency reported that during vitrectomy, endo-laser treatment, and lens exchange procedures an ophthalmic system was used during which the fluid was turned on and the fluid jet appeared to hit the contralateral side of the retina and made a hole in the retina. This was repaired with air fluid exchange, laser, and gas.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the scheduled surgeries were retinotomy, endo-laser, and intravitreal gas injection. There was no system messages displayed. The surgery was completed on the same day, during the scheduled procedure and also the patient had no further complications at this point.